Event description:
Rn went into the patient's room because the pump was alarming. The alarm read "air-in-line" and rn saw that fentanyl was infusing on the pump. The pump was programmed to deliver 2 mcg/hr, but the entire bag of fentanyl had been delivered. The medication was started at 0930 am, and empty bag was found approximately around 1030 am. The rn removed the tubing from the patient and removed the module and brain from the patient's room. Patient newly intubated and agitated with cpot 5. Fentanyl started at 20mcg/hr (2ml/hr) as ordered at 0930. Nurse answered "air in line" alarm and found the fentanyl bag empty at 1030. The nurse disconnected the IV from the patient and removed the pump from the room and had it put in the manager's office. Vital signs pre event: hr 95 bb 121/66 sat 100% rr 16 per vent. 0945: hr 69 bp 85/42. 10:24am: hr 56 bp 75/38. 1029am: hr 58 bp 91/49. 1044am: hr 61 bp 110/57. Abgs, the pre-extub. Abg @1329pm showed ph 7.45, pco2 44, po2 132, hco3 30. Next abg not done until 0220 which showed ph 7.17, pco2 98, p02 89, hco3 35.